Event description:
The customer contacted beckman coulter inc (bec) to report a leak inside the lh500 instrument. Per customer, a dry ice was placed into the sink where the waste line was attached. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment are associated with this event. On (B)(4)-2011, a bec field service engineer (fse) found a hole in the tubing through pv43. The tubing through pv43 is the drain for the cbc waste. Blood, lyse, stain, clenz or diluent can flow through the tubing. The fse replaced the tubing and verified the repairs per established procedures. The fse did not find any defects at the waste line connected to the sink. Root cause for the leak is attributed to a hole in the tubing passing through pv43.

Manufacturer narrative:
(B)(4).